Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pipeline vantage with shield technology was used to treat an unruptured saccular aneurysm located in the left cavernous internal carotid artery. The pipeline slipped inside anm during deployment. Severe vessel tortuosity was noted during the procedure. The aneurysm had a maximum diameter of 38 millimeters and a neck diameter of 12 millimeters, with a distal landing zone artery size of 4.1 millimeters and a proximal size of 5.4 millimeters. Dual antiplatelet treatment was administered, and immediate stasis was observed post-deployment. Dapt (dual antiplatelet treatment) was administered (pru level unknown). No patient symptoms or complications were associated with this event. No patient complications have been reported as a result of this event. Additional information received reported that the physician tried to take out this slipped pipeline vantage from the aneurysm and reposition it but was unable to do so after trying for 3 times. The physician used a derivo fd to complete this procedure. It was a very giant aneurysm with severe anatomical tortuosity. When initial deployment started from distal m1 segment, cat-5 dac (which was kept just at the origin of aneurysm neck) started to come down. The physician was stabilizing this cat-5 along with simultaneous slow deployment of vantage device. As soon as this vantage dragged to deploy from ica bifurcation after initial 5-6 mm distal opening in m1 segment, it slipped inside the aneurysm. There was no kink/damage observed on the pushwire. No coils were implanted. No medical/surgical intervention was required due to coil implantation in an untended location.